Manufacturer narrative:
Corrected fields: h4, h6 (type of investigation), (investigation findings), (component codes), (investigation conclusions). Communication/interviews: (4111) the fse spoke with customer by phone, end user determined that helium tank was empty. User replaced helium tank to resolve issue. Analysis of production: (3331) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period ((B)(6) 2019 through (B)(6) 2021) was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse spoke with the customer by phone. The customer determined the helium tank was empty. A new helium tank was used to resolve the issue. The on-site service call was cancelled. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was reading no helium. There was no patient involvement, and no adverse event reported.